Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent in the distal area. The optic was torn or split in two pieces with a cut-like appearance. The anterior and posterior optic surface of one optic portion was scratched. The scratches observed appear to be from some type of instrument used to either grasp or cut the lens. While we were unable to determine to origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed, and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/13/2009 and 07/15/2009 by phone, fax, and mail. A completed questionnaire was received on 07/15/2009.

Event description:
A scrub tech reported a pt with a decentered intraocular lens (iol) following implant surgery. The iol was exchanged for a different model iol. A vitrectomy was also performed. In a follow-up, the surgeon reported that pupil size was an issue.